Event description:
The physician reports that during cataract surgery with attempted implantation of the crystalens, the capsular bag would not support the crystalens. The iol was removed intraoperatively and replaced successfully with a sulcus-fixated lens. The cause of the capsular bag weakning is unk. Add'l info is being requested from the physician.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.